Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device did not produce sound during bench testing. The device was not in clinical use at the time of the report. No adverse event was reported.